Manufacturer narrative:
The reported event of bent helix was confirmed. As received, a complete lead was returned in one piece with the helix extended and was clogged with blood/tissue. X-ray examination did not find any anomalies except for the bent helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix was found bent due to procedural damage consistent with the event reported in the field.

Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead became bent when attempting to place the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.